Event description:
Angio seal vascular closure device used on rt. Femoral artery, about 1 hour later, pt c\o pain to rt. Leg. Pulses to rt leg were compromised so pt taken to surgery to have vascular closure device removed.